Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. One week later, at 6:30 am the pt obtained the blood glucose readings of 427 mg/dl and 210 mg/dl on the reported meter within 20 minutes of each other, which she claimed were inaccurately high. Based on these readings, the pt took an unspecified dose of humalog insulin. One hr later, the pt reportedly experienced the symptoms of 'feeling sick' and she felt low. The pt administered self-treatment with food, and felt better afterwards. She did not seek medical attention or treatment. The pt reported that she performed two control solution test results, with failing results. During the troubleshooting telephone call, the customer care advocate (cca) determined the pt's testing technique was correct, the test strips were in good condition and within expiration dating, and the meter was programmed for the correct unit of measure. Quality control testing was performed during the call, with passing results. The cca also determined the test strips may not have been stored properly upon receipt by the customer, which may cause inaccurate readings. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on elevated meter readings, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.